Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and out-of-range (oor) pacing impedances of greater than 2000 ohms. As a result the lead was surgically abandoned and successfully replaced.